Event description:
It was reported that a split catheter occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "venous catheter of caliber 20g, lot 8318661 defective. When punched, the needle breaks the silicone cannon, causing loss of vein. There was no damage to the patient/health professional, but needed to make another puncture. There was no exposure of blood or chemotherapy to the skin. There was no drug administration."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a split catheter occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "venous catheter of caliber 20g, lot 8318661 defective. When punched, the needle breaks the silicone cannon, causing loss of vein. There was no damage to the patient/health professional, but needed to make another puncture. There was no exposure of blood or chemotherapy to the skin. There was no drug administration."